Event description:
Additional information was received from a patient (pt). Pt stated that the previous ins stopped working for unknown reason. The replacement recharger did not resolve that problem. The patient stated that it is still very uncomfortable to wear the charging belt. No actions have been taken to resolve the ins in the wrong place issue either. Patient weight was received.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to e: added missing patient representative information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been getting error messages of software problem 1.intellis 2.3.6 3.243 4.qf-port and system problem rm06. Caller would reset the controller and it would charge the implanted neurostimulator but it did not last long, it would run up in 5 minutes from 80% to 100% and the next day the ins battery would be down to 20% like it was lying. Caller said it was like it was a false charge. The pt said they had other issues with the power going out when the controller was plugged into the ac power supply. During call caller verified no damage to the recharger or to the controller charging port. The issue was not resolved. A replacement controller was sent out. No symptoms were reported.  Additional information was received from a patient's representative (pt rep). It was reported that they received the replacement controller but it didn't work. Caller stated the old battery pack does not fit into the replacement controller and it will not locate the implant. Caller stated they had seen a system problem and a software problem and it seems like neither was resolved with the replacement controller because now they can't connect to the implant. Caller stated that they were able to get the battery pack in the controller but not the door over it. Agent had caller switch the controller battery covers from the old controller to the replacement controller; caller confirmed it fit together. Caller stated the patient was not home for additional troubleshooting. Caller confirmed the implant is probably empty at this time. Agent reviewed how to enter into passive recharge mode (prm) and recommended they call back if unable to connect to the implant after trying prm. Additional information was received from a patient's representative (pt rep). It was reported that they continued to have issues recharging the implantable neurostimulator (ins). Pt rep. Said they kept getting no device found and kept pressing try again, but the ins was never located. Pt rep. Mentioned they had reset the controller, but still encountered the issue. Pt rep. Mentioned some power surges from power outages inthe area and alleged the outages could be causing issues. Pt rep. Said the pt recently "red-lined" on charge to their ins on thursday or friday of last week and the ins charge only lasted until the end of the day. Pt rep. Said a manufacturer representative (rep) was made aware on 20-sept-2023, but pt rep. Was redirected to patient services (pss). Pt rep. Said the device was not working correctly and suspected the recharger as the source of the issue. Pss discussed passive recharge mode with the pt rep. Troubleshooting could not be performed as pt rep. Said pt was not present. Pt rep. Will access passive recharge mode and call back with pt present to troubleshoot. Additional information. Pt called back and said were still getting the rm05 and rm06 messages coming up when they'd try to charge their ins. Pt claimed the ins would no longer charge; would connect for a couple of minutes and then get interrupted with error messages. Pt noted the controller replacement hadn't fixed the issue (patient services (ps) clarified they were using replaced controller by gathering serial numbers). Pt said most recently, on october 28th, they had the messages come up again. Ps reviewed information about error codes and sent email to repair for recharger (rtm). The pt and a patient rep (pt rep) called back again stating that the replacement rtm never came on tuesday. The pt met with their manufacturer representative (rep) yesterday to have their stimulation adjusted, due to not being able to charge their ins. Pt stated that their ins battery will be dead if they don't get the rtm. Ps discovered previous ps agent forgot to place the order(lapse). Pt rep stated that this has happened 3 times that fedex has not brought them their packages, and that they have not gotten their replacements twice before. Pt rep stated that the pt¿s ins was now depleted and that they are in a lot of pain and not able to function fully. Pt rep mentioned that the pt has had troubles from the start with their device not being able to hold a charge, the controller doesn't work right, had to have the battery replaced, back compartment door wouldn't fit the controller, the belt didn't fit right, the ins was in the wrong place, and that are so many things wrong with it (see case history). Pt rep was very upset with their service and expects more from the company. Pt rep stated that the device changed the patient¿s life and helps them walk so when they run into issues it can be tough because the pt relies heavily on the de vice. Pt rep also mentioned that they stayed up until 4am charging because the pt cannot take a drink of water without being in pain. Ps collected the rtm serial to order a replacement rtm for the pt for saturday shipping; ps also offered to email the pt rep the fedex tracking number. They stated that the ins was in the red and that they are missing 5 vertebrae in their back with a cage around their spine so their whole body was in pain. When the ins turns off the pt cannot walk but when they have their ins on and charged, they can walk and their muscles support them. Ps sent an email with their fedex tracking number for the replacement rtm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.